Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained right ventricular oversensing due to post paced t wave oversensing was observed via a merlin.net transmission. The device was reprogrammed. The patient condition was well after the event.